Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed and the reported event of failure to advance stylet was confirmed. A complete lead was returned in one piece. Electrical testing did not find any anomalies. Visual and x-ray examination found the stylets used at the procedure were bent/curved consistent with procedural damage unable to be fully inserted. No other anomalies were found.

Event description:
It was reported that during the procedure, the right ventricular (rv) lead exhibited high pacing impedance. Furthermore, the stylet was failed to advanced in the rv lead. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.